Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely depressed total psa results on the architect i1000sr analyzer. The following data was provided for one male patient: initial 1.52 ng / ml, repeat 1.3 ng / ml. The sample was confirmed higher on another method (eclia) 6.05, 5.87 ng/ml and (immulite) 5.45. The customer suspects interference with the patients drug proscar (finasteride). A second patient had a result of 0.07 ng/ml, repeated on eclia as 0.30 ng/ml, no further patient details were provided. There was no impact to patient management reported.